Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.

Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.

Manufacturer narrative:
Correction provided in g1.

Manufacturer narrative:
Correction provided in h10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although there are no culture results or determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.